Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial lead had high threshold measurements. It was also reported that the right ventricular (rv) lead had an increase in impedance. The atrial lead was capped and replaced; the rv lead remains in use. No patient complications have been reported as a result of this event.